Event description:
It was reported that this lead was attempted due to pacing not functioning appropriately and after repeatedly inserting and removing the screw, the screw eventually stopped coming out after over 30 rotations. The lead was replaced and implanted successfully. This lead has not been received for analysis. No adverse patient effects were reported.